Event description:
The consumer reported receiving second degree burns on his back. He did seek medical treatment for the burns. A burn of this nature is usually the result of laying or leaning against the heating pad which is contrary to proper use instruction.